Event description:
It was reported to philips by a customer that the unit's touchscreen was unresponsive. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the unit's touchscreen was unresponsive and will not calibrate. The biomed requested a parts identification for touchscreen from the rse. The rse provided the biomed with part identification and price. The biomed replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed. Following the repair, the device was placed back into service.